Event description:
The customer reported that the system displayed data error messages on boot up and the system was hard down. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The fluoro functions and generator interface boards were replaced and the system software was reloaded. The system was then found to be operating as intended.